Event description:
Surgeon was using a ntse-022115-udh device. Surgeon put the extractor down the uretera and when they pulled it out to extract the stones, the end of the basket stayed in the uretera. Additional information 2009 - the rep spoke to the consultant who had the issue with basket, and he accepts that he was a little "over enthusiastic" when using it, and was more than likely at fault for it breaking. Unfortunately the device has been thrown away but they have the lot number and photographs of what happened.

Manufacturer narrative:
The device will not be returned, however, the customer has indicated photographs will be sent to view. Additional questions have been asked of the contact person noting limited details about the procedure and the patient's condition. Further inquiries to be made concerning the patient and the procedure.